Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow button. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: on investigation, the up arrow button was found to be under-responsive. The keypad cover was removed for investigation revealing a crack in the button contact of the up arrow button. Investigation duplicated the complaint. .